Event description:
It was reported that during a meniscus repair surgery, t1 and t2 were deployed, but the suture fell off when the knot was tightened. No ts were removed. The procedure was successfully completed using a back-up device with a non-significant surgical delay. No further complications were reported.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Manufacturer narrative:
H3, h6: the reported device was received for evaluation. A visual inspection showed it was returned in the original packaging with the batch number of the complaint on the label. The t1 and t2 were not returned. The suture was returned with bio debris on it. The actuator is in the pre-t1/post-t2 position. There is bio debris on the needle and overmold assembly. A functional evaluation showed the device cycled as intended. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause could not be determined since the reported malfunction could not be duplicated during the product evaluation process. Factor that may have contributed to the reported event include an application of unintended inappropriate or excessive force during manipulation of the sutures. No containment or corrective actions are recommended at this time.